Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture, capsular contracture, baker grade ii, and calcifications. The device remains implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture- breast: observed broken device assessed as fold flaw opening and missing shell assessed as inconclusive. ¿ capsular contracture-breast: unable to observe since it is not related to the device. ¿ calcification-breast: not observed. ¿ pain-breast: unable to observe since it is not related to the device. ¿ crease/folding of implant-breast: observed, fold creases. As per the investigation procedure particles were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported right side "rupture, capsular contracture, baker grade ii" and "calcifications." Healthcare professional later reported "additional extracapsular silicone is observed at the lateral and superolateral aspect of the right breast implant. In addition to multiple radial folds, several folds with internal silicone are identified, consistent with concomitant intracapsular rupture." Device has been explanted and replaced.

Event description:
Device has been explanted and replaced.